Event description:
It was reported that the mitraclip steerable guide catheter (sgc) was prepared for use as per the instructions for use. After the sgc was inserted into the left atrium, the sgc was placed in the stabilizer. The dilator and guide wire were pulled back into the sgc and as they were being removed, aspiration using a 50cc syringe was performed. The 50 cc syringe was connected to a venous elongation which was connected to the flush port of the sgc. Initially blood was aspirated, but then air was noted inside the hub of the sgc. It was noted that the tip of the sgc was touching the posterior wall of the left atrium; cavitation phenomena occurred. The stabilizer and sgc system were pulled back a little bit in order to free the sgc tip from any anatomical strut; no damage was noted to the posterior wall. However, even in this position, air was aspirated instead of blood. The sgc was removed from the stabilizer and placed below the level of the heart in order to fill the sgc hub with blood. Keeping the sgc in this position, the dilator/guide wire system were able to be removed with the aspiration of blood. When sgc was placed back into the stabilizer air was observed filling the sgc hub. It was decided to replace the sgc. The transesophageal echocardiogram confirmed that the patient did not have an air embolism; no intervention was performed. Another sgc was used without losing the transseptal puncture and the procedure was completed with the implantation of two clips. The functional mitral regurgitation grade was reduced from 4 to 1-2. There was no adverse patient effect or clinically significant delay in the procedure. The patient was clinically stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: per the mitraclip system instructions for use, the tip of the device should be kept away from tissue contact. The steerable guide catheter (sgc) was returned. The reported leak could not be confirmed via returned product analysis. No leak could be identified through device testing. Potential causes for the reported leak can include, but are not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history records confirmed that the device passed all visual and functional inspection requirements, including verification that the device is able to maintain pressure. There were no nonconformances identified for this lot that would have contributed to the reported event. Query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. With regards to user technique and/or procedural conditions, the reported leak may be influenced by the procedural handling of the device. In this case, it was stated that during the procedure, the tip of the sgc device had come into contact with the posterior wall of the left atrium. Per the mitraclip system instructions for use, the tip of the device should be kept away from tissue contact. Based on the information reviewed and the evaluation of the returned device, the cause for the reported leak was most likely due to the reported cavitation phenomenon. As the device was found to be functioning appropriately during device preparation by the physician, it was determined that the leak was not present prior to the interaction of the sgc with the posterior wall of the left atrium. There does not appear to be any evidence of a product quality deficiency associated with the sgc.

Manufacturer narrative:
(B)(4) concomitant products: lift, support plate, stabilizer. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.